Manufacturer narrative:
Additional information was received indicating that 2 years and 9 months post implant of this bioprosthetic valve, it was explanted and replaced. Upon computed tomography (CT) scan, two pseudoaneurysms were observed; one pseudoaneurysm was at the noncoronary sinus and the other from the left coronary sinus to the ascending aorta. According to the operative notes, interoperatively, this device was found to have "melted away." A large defect was noted on the noncoronary sinus, which was sewn to coronary sinus of the bioprosthesis root. There was a dehiscence of the suture line on the left coronary button suture line, causing the pseudoaneurysm to occur at the ascending aorta. There was also a dehiscence of the right coronary sinus with melted away tissue which contributed to the recurrent aneurysm / pseudoaneurysm at the root. The repair was noted to have not been visible. Trivial aortic insufficiency was also noted. No other adverse patient effects were reported. Product analysis: the product specimen has been received for evaluation. Conclusion: upon completion of the product analysis, a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, explant damage was noted on the returned valve. The valve was returned in four pieces (3 valve pieces and one possible thrombotic host tissue). The sewing ring was slightly everted. Per the IFU ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ due to the receipt condition, the valve was flat or collapsed which made it difficult to visualize the orientation of all leaflets and sinuses. The two coronary tie offs remained attached to the aortic wall. Blue monofilament sutures were found attached on a cloth on the outflow cut edge and on the left coronary sinus. Overall tissue conditions showed desiccated, thickened, and rolled areas. All leaflets were slightly stiff but flexible except on half of the right cusp as it appeared to be thickened by thrombus and pannus. The right cusp appeared to have been cut through the middle and was also separated (dehisced) from the cloth cover. The left cusp was cut through the middle. The left right and noncoronary left commissures were intact. Tan thrombotic appearing host tissue infiltrated the right cusp. Pannus lined the inner wall. The three valve pieces were pieced together. The right cusp was in closed position due to the thrombotic host tissue that had infiltrated the leaflet. The left cusp was opened, touching the inner lumen. The noncoronary cusp was slightly in an open position. The non-coronary sinuses appeared to have been modified. Suture holes noted account a cut edge. Two visible areas were consistent for a pseudoaneurysm at the left and right sinuses. The edges were rolled and smooth suggesting ¿adventitial hemorrhage¿. Stressed edges were also noted. Desiccated edges and cut edges were observed in several sections of the valve. Radiography did not reveal evidence of calcification in the valve and in the host tissue. The left coronary tie off was detached from the noncoronary sinus due to the noted pseudoaneurysm and possibly due to the modification performed. One visible area was consistent with pseudoaneurysm at the left sinus. The valve appeared to have been modified (evidence of suture holes and cut edges): o at the left sinus under the left coronary tie off (inflow side) o at the non coronary sinus (inflow side) o at the right sinus between the right coronary tie off and sewing cloth the aortic wall (outlow section) of between the noncoronary sinus and left coronary sinus was cut off and not returned. Hence, the left noncoronary commissure was missing. In addition, the reported pseudoaneurysm at the noncoronary sinus could not be confirmed conclusion: the explant device was returned for analysis. A visual examination of the device was performed upon receipt. Explant damage was noted on the returned valve. The valve was returned in four pieces (3 valve pieces and one possible thrombotic host tissue). The sewing ring appeared slightly everted. Overall tissue conditions showed desiccated, stressed, and rolled areas (edges). Due to the receipt condition, the valve pieces were flat or collapsed which made it difficult to visualize the orientation of all leaflets and sinuses. The observation related to the reported pseudoaneurysm as follow: ¿ one visible area at the left sinus was consistent with pseudoaneurysm. The left coronary tie off was detached from the noncoronary sinus due to the noted pseudoaneurysm and possibly due to the modification performed. ¿ desiccated edges and cut edges observed in several sections of the valve. The aortic wall (outflow section) of between the noncoronary sinus and left coronary sinus was cut off and not returned. Hence, the left noncoronary commissure was missing. So the reported pseudoaneurysm at the noncoronary sinus could not be confirmed. A review of the device history record (DHR) was also performed for this valve. There were no correlations / issues identified in regard to manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the received information and the returned product analysis, the definitive cause of the pseudoaneurysm cannot be determined. However, medtronic previously conducted an extensive analysis / investigation included re-examining the quality of the porcine tissue (tissue thickness), the tissue treatment process, and all subsequent manufacturing steps. Based upon this analysis, it was concluded that pseudoaneurysm formation is not directly related to any limitations within the manufacturing process. Implant techniques, however, could be important contributing factors: 1. Misalignment of coronary arteries resulting in tension on the anastomotic site ¿failure to adequately mobilize the coronary buttons to prevent tension on the anastomoses. 2. Over sizing the anastomotic site ¿ sewing to thin tissue as a result on creating an extensive or low button hole in the freestyle sinus. 3. Iatrogenic (needle size too large), multiple unnecessary needle punctures at the wall and/or coronary button site. 4. Surgical tissue adhesives like bioglue. While, the additional glutaraldehyde exposure from the bioglue to the freestyle tissue is irrelevant, as is the bioprosthesis is fully cross-linked, the glutaraldehyde component of the adhesive may have undesired effects on the native host tissue, including tissue necrosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 2 years and 9 months post implant of this bioprosthetic valve, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.